Event description:
It was reported that the patient experienced hemoptysis shortly after completion of the cardiomems implant procedure. The hemoptysis was self resolving. It was reported that the patient has a history of chronic hemoptysis due to friable mucosa. The patient was kept over night for observation and was discharged (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.